Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - correction, if follow-up, what type?: correction.

Event description:
Upon further review of the customer complaint, it was confirmed that this complaint is not reportable and the report for 3004753838-2016-76741 was submitted in error. Please disregard all information contained in that report.